Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced a high blood glucose event. The customer's blood glucose level was 605 mg/dl at the time of the incident. Customer's mother was able to troubleshoot during the call, but the customer was reporting a past event. Customer's mother treated the elevated blood glucose level with a manual syringe injection of insulin. Customer's mother did not report leakage of the infusion set. The high blood glucose level was attributed by the customer to a bent infusion set cannula. No product is being returned for analysis.